Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The deployment system was broken at the handle. Evaluation of the returned device found the deployment paddles in contact with each other and a separation of the lock housing from the manifold cap. Biological residue was present on the device indicating it was introduced into the patient or field. The customer experience of a broken handle was confirmed. The returned protege gps stent delivery system exhibited a sonic weld separation. The root cause of the sonic weld separation could not be determined. The stent was still fully contained in the deployment system.